Manufacturer narrative:
(B)(4). The ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The regulator was adjusted and the bellow and bellow base was replaced to resolve the reported issue.

Event description:
The hospital reported that, during pre-use checkout, it was noted that "circuit pressure too high" "is patient y open? Leak in bellows" alarmed. The regulator was delivering excessive pressure. There was no reported patient involvement.